Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings and no delivery alarm from the insulin pump. The customer's blood glucose reading was over 400 mg/dl. The customer stated that he received 2 consecutive no delivery alarms from the pump. The customer treated for the high blood glucose with a shot of lantis. The customer stated that the first alarm was after a bolus. The customer stated when he woke up he had high blood glucose readings and noticed that there was a bent cannula. The customer stated that the alarm was resolved by an infusion set change. The customer did not want to return the set and reservoir for analysis. The customer was advised to call when the alarm occurs in order to troubleshoot.